Event description:
The account alleges that the brake will not hold at the head end, when the device is raised.

Manufacturer narrative:
As of this report, hill-rom has not received any information pertaining to the final decision agreed upon by the account, regarding this issue. Therefore, hill-rom is unable to determine if the issue has been resolved. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.